Event description:
It was reported that the right ventricular lead perforated the patient. The lead was explanted and replaced. The patient was stable and the perforation required no intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.